Event description:
Same case as 1527460-2010-00199, 00200 and 00201. The complainant reported an over-delivery. The intended delivery was 450ml (rate of 45ml/hr over 10 hrs); however, the actual amount received was 450ml in 2 hrs.

Manufacturer narrative:
(B)(4): the device reported, list number 55238, is an abbott product that is marketed internationally which is the same or similar to a device, list number 55239, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.